Manufacturer narrative:
The provided alarm trace did not show alarms on the day of the event. But it showed a trend of sample clot and sample foam detection alarms based on the previous days. A general reagent or analyzer problem can be excluded because the qc prior to the event was within the ranges. The field service engineer found no cause for the issue. He performed an instrument check with successful results and verified that the instrument was performing within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The troponin t reagent lot number was 82723902 with an expiration date of 30-apr-2026. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t gen 5 assay on a cobas e 801 analytical unit. Initial result: 615 ng/l. 1st repeat result: 766 ng/l. The customer did another centrifugation of the sample and repeated it. 2nd repeat result: 2507 ng/l. The 2nd repeat result was deemed to be correct. No questionable results were reported outside the laboratory.